Event description:
The customer reported the system failed to remain booted up. The customer described a system shut down situation attributed to the lemo connector not seating or fitting as intended. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.